Event description:
Discordant advia 120 results were obtained on one pt sample. The customer observed that the pt name and accession # in the advia 120 and their lis did not match the name and accession # on the sample tube. Results were not reported to the health care provider. The sample was rerun and the ID was read correctly. There was no pt intervention or adverse health consequences due to the discordant advia 120 results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was at the customer site when the event occurred. Analysis of the instrument and instrument data indicate that the discordant advia 120 results were due to a barcode misread. The customer was using code 39 with the check digit selection inactive, which is not recommended in the product labeling: in the advia 120 hematology system operator's guide: version info, v3.01.00 recommends including a check digit if code 39 barcode symbology is being used on the system. The fse checked the reader alignment and cleaned the reader window. The customer is in the process of including a check digit in their barcodes. The instrument is performing within specs. No further eval of the device is required.